Event description:
It was reported that during a therapeutic gynecological surgery, the tip of the tissue pad on the sonicbeat device became worn, frayed, and damaged. Additional problem of error message: u509 (abnormal ultrasound amplitude) displayed. The intended procedure was completed with the olympus backup device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, h3, h4, additional information: d4, the device was returned to olympus for inspection and the reported failure problem of lever error message displayed was not confirmed. Based on the results of the investigation, it was found that there was peeling of the tissue pad. There was a mark in the grasping section, which came in contact with the probe and was abraded against it. The tissue pad was worn out and partially peeled off. It is likely the ultrasonic level error and peeling of the tissue pad occurred because the grasping section was closed without grasping anything while the output was activated (this includes after tissue resection), causing the tissue pad to wear and peel off. The grasping section and the probe came into contact due to wear of the tissue pad. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed, causing an ultrasonic level error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.